Manufacturer narrative:
Retention testing was performed for strip lot 23560920 and passed.

Manufacturer narrative:
One vial of test strip lot 235609-21 containing three test strips and the coaguchek in range meter were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter in comparison with the current master lot coaguchek xs pt test strip. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Master lot/retention meter: marcumar 3: 2.6 inr, marcumar 4: 2.7 inr. Customer strips/customer meter: marcumar 3: 2.7 inr, marcumar 4: 2.8 inr. The maximum difference between measurements with the same blood sample was 4%. The returned customer material and retention material complied with specification. As the patient was on warfarin and heparin injections but stopped heparin treatment the night before the event and the patient was on antibiotics the week before, this could have affected the test results.

Manufacturer narrative:
Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek inrange meter serial number (B)(4). The coaguchek inrange meter is not sold in and is not like or similar to a device sold in the united states. The customer was hospitalized at the time of testing. The result from the meter at around 9 am was > 8.0 inr. A venous sample was drawn within 30 minutes and the result from a laboratory using dade innovin reagent was 3.5 inr. The customer stopped heparin treatment at 01:00 am the night before the event. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for further investigation.